Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in three segments for analysis. The middle portion of the lead measured 15 cm. One end of the middle portion is used as the reference point for all measurements. External abrasions were noted breaching the outer insulation and exposing the outer coil at 7.0 to 7.5 cm and 12.4 to 14.0 cm from the reference point, consistent with friction against another implantable device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.